Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties of balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilation catheter device is an (B)(4) manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a 2.5 mm x 20 mm concentric de novo lesion located in the mid-left anterior descending (lad) coronary artery that was not tortuous, mildy calcified and 90% stenosed. A tenku rx 2.0 x 15mm balloon dilatation catheter (bdc) was advanced to the target lesion and crossed. There was no resistance during advancement to the lesion; however, during the first inflation, the balloon ruptured at 4 atmospheres. It was noted that contrast was escaping from the balloon under angiography. The device was removed and replaced with a non-abbott 2.0 x 15 mm balloon catheter to complete the procedure after a non-abbott stent was implanted. There was no reported clinically significant delay in the procedure. There were no adverse patient effects. No additional information was provided.